Event description:
A customer reported a low reading issue with the adc device. The customer obtained an unspecified low reading and felt dizzy and tired. The customer was seen by a healthcare professional who obtained a glucose result of 22 mmol/l (396 mg/dl) and was provided unspecified treatment. No additional information was provided. There was no report of death or permanent injury associated with this event. Additionally, a sensor reading of 7.8 mmol/l was compared against hcp meter reading of 22 mmol/l and the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. It is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer obtained an unspecified low reading and felt dizzy and tired. The customer was seen by a healthcare professional who obtained a glucose result of 22 mmol/l (396 mg/dl) and was provided unspecified treatment. No additional information was provided. There was no report of death or permanent injury associated with this event. Additionally, a sensor reading of 7.8 mmol/l was compared against hcp meter reading of 22 mmol/l and the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.